Event description:
During initial implant procedure, the leadless pacemaker (lp) was fixated, however the lp was unstable and moving unexpectedly. The lp was retrieved and replaced to resolve the event. The patient was in stable condition.